Manufacturer narrative:
The deviations found on the skull clamp sent in cannot have contributed to the event described by the customer. The identified deviations (worn thread and crack in the product's quick-rail) are handling-related errors, but do not represent any restrictions with regard to the safety and/or effectiveness of the product. All other features of the device in question comply with the specification and do not exhibit any defects in terms of functionality and safety. Due to the nature of the found deviations, no causal link can be established between the slippage and the skull clamp sent in. Since this examination did not reveal any deviations in the skull clamp that could have contributed to the event described (slipping of the head out of the clamp), we suspect that the pinning of the patient's head may not have been optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
Customer informed us on march 1 that one of our products was involved in a procedure (craniotomy for aneurysm) in which the treated patient sustained a laceration.